Manufacturer narrative:
Internal complaint reference: (B)(4). This complaint was opened by smith+nephew to document a reported patient complication that includes reference to the use of a smith+nephew product without evidence of a specific product problem. The reported complication relates to known inherent procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, after a tka surgery that had been performed on (B)(6) 2023, the patient experienced mrsa infection and discomfort. This adverse event was addressed by a revision surgery on (B)(6) 2024 in which the gii dished ins sz1-2 9mm was exchanged to a gii dished ins sz1-2 13mm; and the legion narrow cr oxin sz 3n lt, the gen ii 7.5mm resur pat 29mm and the gns ii cmt tib size 2 {} left were retained. The surgeon presumes the situation is not related to a device failure. The current health status of the patient is unknown.